Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced an infection at the sensor site with symptoms described as abscess, pain, "warm to touch, outstring coming out," and had contact with an hcp who incised and drained the abscess at sensor site prescribed antibiotics for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. The correction has been made here.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced an infection at the sensor site with symptoms described as abscess, pain, "warm to touch, outstring coming out," and had contact with an hcp who incised and drained the abscess at sensor site prescribed antibiotics for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The operating system is unknown so product information provided is for ios. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced an infection at the sensor site with symptoms described as abscess, pain, "warm to touch, outstring coming out," and had contact with an hcp who incised and drained the abscess at sensor site prescribed antibiotics for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.